Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the time changed on its own without user intervention on the night of (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/09/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: a review of the black box history revealed multiple manual time changes throughout the days of 05/14 and 05/15. During testing, a timekeeping accuracy test was performed and the pump maintained the time and date accurately. Unrelated to the complaint, moisture damage was observed in the battery compartment; the pump was opened and no further moisture was found.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.